Event description:
Additional information received stating that +-2/3mm amount of inaccuracy in mm. No impact on patient during procedure. No adverse e vent occurred, patient lost motors and we did a spin to find those screw off. 15/20min delay to the procedure.

Manufacturer narrative:
Section b5.desc evt problem updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, field service engineer (fse) arrived onsite to troubleshoot issue. Fse could not replicate issue system functioning as designed. Fse notes that issue occurred on (B)(6) 2025 but was reported on 11/7/2025. System was successfully used on 11/3/25 and 11/7/25 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during the second spin, the lower levels were "not accurate", there were 4-6 screws that were not in proper alignment. Laterality was skewed. Case occurred on (B)(6) 2025, clinical service was informed on 11/7/25. Four screws were greatly deviated, and they were removed. One screw was realigned. This occurred intra operatively. There was a reported delay of less than 1 hour or longer and no reported impact to patient outcome.

Manufacturer narrative:
(H3, h6): a software analysis was initiated. However, not a software issue. Complaint data analysis found the event is inconclusive as per the log review: "navigated scans used ssd, and no signs of a software issue" "software functioning as designed." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): (B)(6) 2025 00:25:09 cst webmremotews sfdcmnav product analysis task update work order name: (B)(4) analysis summary text: accurate navigation on o-arm image p/f: pass action/resolution: fse edrid arrived onsite to troubleshoot issue. Fse could not replicate issue system functioning as designed. Fse notes that issue occurred on (B)(6) 2025 but was reported on (B)(6) 2025. System was successfully used on (B)(6) 2025 system functioning as designed. Cable grade: a contact: rosette quiwa demo/eval unit: false hardware p/f: pass imaging modalities p/f: pass inspection and operational tests p/f: pass instruments p/f: pass mechanical inspection p/f: pass o-arm image transfers to stealth p/f: pass record type: o2 system checkout (closed) software p/f: pass status: completed does the system perform as intended?: yes were hardware parts replaced?: no shoulder type: type 2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, 00856132 (hcp, rep): medtronic received information regarding an imaging system being used for a sacroiliac and thoracol umbar procedure. It was reported that during the second spin, the lower levels were "not accurate", there were 4-6 screws that were not in proper alignment. Laterality was skewed. Case occurred (B)(6) 2025, clinical service was informed (B)(6) 2025. Four screws were greatly deviated, and they were removed. One screw was realigned. This occurred intra operatively. There was a reported delay of less than 1hour or longer and no reported impact to patient outcome. On (B)(6) 2025 e1 rep: additional information received stating that +-2/3mm amount of inaccuracy in mm. No impact on patient during procedure. No adverse event occurred; patient lost motors and we did a spin to find those screw off. 15/20min delay to the procedure. On (B)(6) 2025 e2_rep: no add info received.